Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material on the bending section cover and the forceps elevator. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material on the forceps table and bending section could not be identified and a definitive root cause of the issue could not be determined, however, due to an observed leak in the forceps channel, it is possible the efficient device reprocessing could not be performed. The issue may be detected/prevented by following the instructions for use sections below: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection; evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.